Event description:
It was reported that during the clinical procedure, it was detected an implant fractured on tooth site #36, at the collar. Implant was removed. Procedure was completed placing a camlog implant (third party implant).

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. E1: reporter phone: (B)(6). G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.